Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. Issue may be intermittent. A missing o-ring from the variable relief valve was found. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that a smiths medical ventilator was alarming/but alarm indicator is not lighting up/alarm pressure is off. No patient involvement.